Event description:
It was reported that during a procedure of the heavily calcified, heavily tortuous circumflex artery, the mini vision stent delivery system (sds) was advanced against resistance through the previously implanted stent to the target lesion, but the shaft became kinked and it could not cross. The device was removed from the anatomy in one piece without issue. Once outside the anatomy, while being manipulated and handled on the table, the shaft detached. The device was not used again. A 2.5x 8 mm mini vision and a 2.75 non-abbott stent were implanted to complete the procedure without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided. Return device analysis revealed there was shredding on the balloon at the proximal seal up to the stent implant.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - distal to stent; excessive force. Evaluation summary: based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The mini vision instructions for use states stents should not be used in conjunction with other stents and applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components.